Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was unable to prime. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.

Manufacturer narrative:
Follow-up #2: date of submission 09/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: there was no evidence of related warnings in the pump's black box. The rewind, load cartridge and prime steps were performed successfully with no alarms. The force sensor was calibrated and found to be within specifications. The pump was exercised for 24 hours with no loss of primes occurring. The battery compartment was cracked from the case seal traveling to the bumper. Battery compartment threads were stripped and were unable to secure. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.